Event description:
It was reported that during a procedure, the blunt tissue dissection was performed with no complications noted using the dissector. The surgeon was not able to place the clamp around the left pulmonary vein inferiorly, so the surgeon attempted to place the clamp through a superior approach. The red rubber catheter was in place, but the clamp became "hung up" on adhesions. The surgeon pushed on the clamp resulting in a noticeable "forced dissection", tearing the pulmonary vein. The thoracotomy was increased, the pt was placed on bypass, and a right lobectomy was performed in order to provide access and exposure in an attempt to control the bleeding. When attempting to locate and repair the bleeding, the atrium "fell apart and shredded" per the surgeon. The pt subsequently expired. The eml1 clamp was never fired to deliver energy to the pt, and there was no report of any device malfunction during the procedure.

Manufacturer narrative:
Evaluation summary: the device involved in the event was discarded, so a retained sample was evaluated. The retained sample was evaluated, and no issues were noted with the device. The device history record was reviewed, and no anomalies were noted related to this event.